Event description:
In 2006, a physician successfully deployed an emboshield into the right internal carotid artery/common carotid artery; pre-stent dilitation was done with another brand of balloon; the xact stent was successfully positioned and deployed; post-balloon dilitation was performed with another brand of balloon; the emboshield was successfully retrieved. The pt was discharged home on the next day. It was reported that the pt experienced temporary numbness of the left third (3rd) finger- date of onset 3 days post-op and date of resolution 5 days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.